Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017 with blood glucose of 20 mg/dl. Customer reported of having an amputation and fell while attempting to get into wheelchair with no assistance. Customer hit his head and stopped breathing. Customer was intubated and placed in the intensive care unit. Customer was wearing insulin pump at the time of hospitalization. Customer was released and reported that insulin pump was thrown away at the hospital. Insulin pump would be replaced.